Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/26/2014 with the following findings: no evidence of short battery life or excessive battery usage were observed in the black box data. The battery compartment was observed to be cracked in the thread area, and the threads of the battery cap were damaged. Evidence of moisture ingress was observed inside of the battery compartment. The pump powered on with the returned battery cap, which was unable to secure to the pump per the instructions for use (IFU). Evaluation revealed that the pump drew electrical current within the specifications. The reported event was not duplicated. The pump failed a leak test due to the battery compartment crack. The pump case was removed, and no further evidence of moisture ingress was observed. The relation of the aforementioned device failures to the reported event could not be determined, as the reported event was not duplicated. Unrelated to the reported event, the display screen was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. Reportedly, evidence of moisture ingress was observed in the battery compartment, and the battery compartment was cracked. A replace battery code beginning with 128-fxxx (where x is any number or letter) was reported to be present in the alarm history; however, this alarm did not occur 3 or more times within the previous 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.